Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve in a patient with a previous surgical aortic valve replacement, transesophageal echocardiogram was performed and revealed moderate paravalvular leak and an ejection fraction of 25-30%, which was down from 37% prior to the valve implant. Following valve implant, the patient was initially recovering well including no longer requiring vasoactive medications; however, continued to require moderate amounts of supplemental oxygen. Subsequently, the patient transitioned to comfort care measures and died 11 days following the valve implant.

Event description:
Additional information was received that the patient was transferred to hospice care for several reasons and the patient's family withdrew care. Per the physician, the cause of death was unrelated to the valve and the patient had several comorbidities. Per the physician, the valve could be excluded as a contributing cause of death and the death was related to the patients pre-existing medical history, but further details were not provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.